Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: both allergan inspira implants are broken.

Event description:
Patient reported rupture. Right side. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data:b.5, d.1, d,2, d.4, d.6, g.3, g.5, h.4, h.6.

Event description:
Patient initially reported rupture which a physician confirmed, diagnosed by MRI. Right side. Device remains implanted.

Event description:
Device has been explanted.